Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 8 months post lens implantation the lens has a posterior vault. Patient's current vision +0.50ds with decrease near vision j5 or a little worse. The patient prior post-op vision was slightly myopic. The patient wanted mono vision since she had been wearing contact lenses. The surgery was uneventful. The surgeon reports no z syndrome, no real posterior fibrosis, lens is centered, no anterior phimosis. Surgeon states ant capsule is large. Surgeon is evaluating treatment options.